Event description:
It was reported that during a cardiac ablation procedure using the catheter 2af283 arctic front adv ous 28mm, the balloon catheter could not be inflated and there was no pressure allowing blood to enter the gas line. The catheter was replaced, and the procedure was completed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 23982 was returned and analyzed. External visual inspection of the balloon segment showed blood inside the balloon. The catheter smart chip data was reviewed. Data indicated the catheter was never used. (No application performed). During functional testing, the console terminated the application and triggered system notice #12218 (the safety system detected a compromised outer vacuum.). During the inspection of the handle segment, blood was observed inside handle. Pressurizing of the outer balloon identified the outer balloon distal bond was leaking and detached from the shaft. In conclusion, the reported visible blood was confirmed through analysis and the balloon catheter failed return inspection due to an outer balloon distal bond leak and was detached from the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.